Event description:
A patient reported blood glucose results of "_12.6_ and _8.8_mmol/l" with a lifescan meter, performed within 11-20_ minutes of each other. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and.or <=1.11 mmol/l, therapy indicating a potential malfunction of the meter in terms of precision.